Manufacturer narrative:
Findings: no unexpected alarms, alarms, blank display anomalies noted during testing. Passed pump self test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were inspection. All buttons function properly; no damage to keypad traces and connector on lcd board was not unlocked during visual inspection. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on all electronic assemblies noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was close to 30 mg/dl when they got out of the pool. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.